Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 4.5mm from the balloon proximal tip. The review of the lhr (lot f1300904) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00142 for the first device.

Event description:
It was reported by the aci sales professional that a pt underwent a peripheral catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure during pull back at the second stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 5f was prepped and deployed. The balloon on the second device also lost pressure during pull back at the second stop. The second device was remove and the pt was converted to 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.